Event description:
It was reported catheter inserted in newborn using a puncture technique using an escalibur device. According to the nurse's report, the catheter guide was removed for washing. After replacing and washing the catheter again. The following day, the catheter leaked at the connection between the catheter and the suture wing. - info: initial use, without damage to the patient.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, complaint and lot history review, applicable previous investigation(s), sample (if available), labeling, applicable manufacture records, and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a leak is confirmed. One 2 fr per-q-cath was returned for evaluation. An initial visual observation showed use residue on the returned sample. A split was observed in the catheter approximately 0.3 cm distal to the strain relief. Some tensile weakness was observed at and around the location of the split. A microscopic observation revealed a large ¿c¿-shaped split in the catheter tubing. The fracture surfaces of the split were observed to be mostly flat and granular in texture. The catheter appeared to be occluded distal to the split due to dried residues within the catheter. The damage observed in the returned sample was characteristic of over-pressurization (burst) damage. This can occur through the use of syringes smaller than 10ml, by flushing against an occlusion, or due to excessive force applied during infusion procedures. The product IFU states: ¿do not flush against resistance.¿ and ¿do not use a syringe smaller than 10 cc!¿ an examination of the catheter structure revealed no potential damage/defect related to manufacture of the product. H3 other text : evaluation findings are in section h.11.

Manufacturer narrative:
A lot history review (lhr) of redu0833 showed one other similar product complaint(s) from this lot number. The complaints for this lot number have been reported from the same facility in (B)(6).

Event description:
It was reported catheter inserted in newborn using a puncture technique using an escalibur device. According to the nurse's report, the catheter guide was removed for washing. After replacing and washing the catheter again. The following day, the catheter leaked at the connection between the catheter and the suture wing. - info: initial use, without damage to the patient.